Event description:
Home health nurse (B)(6) states that pump stalled during infusion, she tried switching changing the tubing but still got multiple errors. She is currently finishing the infusion via gravity. Will ship replacement curlin pump. No additional information available. Consent questions was not asked. No adverse event or missed dose reported. Unknown if pump is available for return. No additional information available. Pump used to infuse gamunex-c 10% sdv(20ggm/200ml) at above dose/strength and frequency. Indication: chronic inflammatory demyelinating polyneuritis and immunodeficiency, unspecified. Reported to (B)(6) by pt/caregiver.